Event description:
It was reported that on (B)(6) 2026, the patient sought medical attention due to persistently elevated blood glucose levels and symptoms including irritability and agitation. The patient stated that she experienced high glucose readings, including values displayed as ¿high¿ (indicating glucose levels >400 mg/dl on the omnipod system), which did not decrease despite multiple bolus attempts. No error messages were reported. After approximately 7 hours of wear, the pod was replaced by the patient¿s husband. A subsequent pod was accidentally dislodged during household activity and was replaced with another pod. The patient reported that her glucose level began to decrease and was approximately 324 mg/dl, but her daughter advised her to go to the hospital due to the earlier prolonged hyperglycemia. At the hospital, the physician instructed the patient to remove the pod. Upon evaluation, her blood glucose measured 85 mg/dl. The patient was admitted overnight and discharged on (B)(6) 2026. She stated that no insulin therapy was administered during hospitalization. Instead, a bladder condition was identified. No additional details regarding medical treatment were provided. The pod used during the period of prolonged hyperglycemia was discarded by the patient and is therefore unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.